Manufacturer narrative:
A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications and was sterilized per procedure. The device was not returned consequently, a direct product analysis was not performed.

Event description:
It was reported to gore that a patient had gore dualmesh plus biomaterial removed due to a reaction.